Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent lead fracture and the pacing impedance was high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID: d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 4469 competitor implantable pacing lead, implanted: (B)(6) 2013. (B)(4).